Event description:
The pt was very ill. After iabp for 24 hrs, the iab leaked. Blood was noted in the catheter and the iab was removed. There were no complications from the event. The pt went on to expire. On 5/20/97, the following info was rpt'd to datascope: the iab was inserted into the pt on 4/26/97. After iabp for 26 hrs, the gastroenterologist was performina an endoscopy at the pt bedside. During the procedure, (20 minutes after it started) the pump began alarming with spontaneous blood noted in the tubing. The iabp was immediately placed on standby and the iab was removed at 10:02 a.m. On 10/27/97. It was unk if there were any complications from the event. The pt expired at 10:00 p.m. On 4/27/97. The pt had multiple difuse problems. Event complications: none from the event - rpt'd 5/7/97; unk - rpt'd 5/20/97. Pt current status: expired - rpt'd 5/7/97.

Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Position 3: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.